Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/15/2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. Reportedly, calibrations were entered during periods when cgm values were not present. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined. Labeling indicates: do not calibrate when your receiver screen is showing the rising signal arrow or double arrow, calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. Do not calibrate when your receiver screen is showing the rising signal arrow or double arrow, calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. Labeling indicates: do not calibrate if the out of range symbol shows in the status area. Labeling indicates: do not calibrate if the glucose reading error symbol shows in the status area.